Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0991 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022, the patient underwent PICC puncture and catheterization of precious veins. On (B)(6) 2022, he began to experience pain and discomfort in the right upper extremity. On the same day, he underwent venous color doppler ultrasonography in the outpatient department of our hospital, which showed venous thrombosis of the right upper extremity. On (B)(6) 2022, after anticoagulation therapy, the patient complained of unrelieved pain in the right upper extremity, and had fever and discomfort. On (B)(6) 2022, the patient underwent PICC insertion and removal of the right upper extremity. Additional information 05/04/2022: when was the catheter inserted? When was the dvt discovered? On (B)(6) 2022 catheter placed. On (B)(6) 2022 dvt discovered. In what arm and vessel was the PICC inserted? Right arm PICC inserted. Where was the dvt located? Right upper extremity venous thrombosis. How was the dvt diagnosed? Under venous ultrasound. What symptoms of a dvt did the patient exhibit? The patient complained of pain in the right upper extremity. What treatment was given to patient for dvt? What was the outcome? Medicine treatment. Ineffective.